Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: dvfb1d4 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
Approximately one month post implant it was reported that the patient had fallen around three weeks post implant. The patient¿s implantable cardioverter defibrillator (ICD) appeared to have dropped from the original implant location. The patient received inappropriate therapy as the right ventricular (rv) lead had dislodged. The patient was hospitalized, and the rv lead was repositioned. The rv lead and the ICD remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.